Event description:
It was reported that artificial urinary sphincter cuff component removed due to unspecified reason on (B)(6) 2018. A new artificial urinary sphincter 4.5cm cuff was implanted.

Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that artificial urinary sphincter cuff component removed due to unspecified reason on (B)(6) 2018. A new artificial urinary sphincter 4.5cm cuff was implanted.